Event description:
A customer reported that the adc device provided a higher reading when compared to a healthcare professional meter. The customer obtained a sensor scan of 375 milligrams per deciliter on (B)(6) 2023 at 8:00 o¿clock, and customer self-treated with insulin and then got sick. Emergency services came and obtained a blood glucose of 28 milligrams per deciliter. Customer was brought to the hospital where they were treated with an unspecified infusion and diagnosed with hypoglycemia. After time a lab test of 109 was obtained. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). Inspected the plug assembly. Cracked sensor neck was observed. Current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of all tests during the investigation indicates that the cracked sensor neck did not impact the sensor's ability to still generate an accurate glucose reading. The cause of the cracked sensor neck is likely attributed to shipment of the used sensor back to adc for investigation. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device provided a higher reading when compared to a healthcare professional meter. The customer obtained a sensor scan of 375 milligrams per deciliter on (B)(6) 2023 at 8:00 o¿clock, and customer self-treated with insulin and then got sick. Emergency services came and obtained a blood glucose of 28 milligrams per deciliter. Customer was brought to the hospital where they were treated with an unspecified infusion and diagnosed with hypoglycemia. After time a lab test of 109 was obtained. No further information was provided. There was no report of death or permanent injury associated with this event.